Event description:
It was reported that for the past three days the patient had been sick ((B)(6) 2014). The patient experienced a runny nose, chills and the patient's back had been horrible for the last two days. The reporter stated they wanted to know if there was any way to see if the pump was malfunctioning or if they were sick. The reporter denied hearing any alarms from the pump and there had been no unusual error codes on the personal therapy manager (ptm). Approximately six months later, it was reported that the patient experienced a change in therapy; increased low back pain and leg weakness. An MRI was to be performed to rule out a possible inflammatory mass. The pump was used to deliver morphine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).